Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that the patient was sent for a catheter dye study yesterday due to a volume discrepancy. It was reported that 10mls were expected and 30 mls were aspirated. Upon taking initial x-rays for the dye study, it was noted that the catheter tip had migrated out of the spinal canal where it was previously placed at l3, into the soft tissues of the patient's lower back. The patient reported no falls or movement of their pump. The pump was set to minimum rate and no actions were taken. The doctor and patient agreed to take some time to consider whether another revision was wanted by the patient or if complete explant would be a better option. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted:(B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported no actions have been taken past setting the pump to minimum rate. It was noted the patient was taking time to consider if he would like another surgery to replace or explant the pump and catheter. The rep would follow up when the decision was made and procedure had been scheduled.

Manufacturer narrative:
H1. Type of reportable event was corrected to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jun-06, additional information was received from the patient, via a manufacturer representative (rep). It was reported the catheter was replaced on (B)(6) 2024. The issue was resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.